Event description:
It was reported that bradycardia and resuscitation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The wds was positioned. The physician formed the flex ball and began to unsheathe the device. It was then realized that the positioning was too posterior. The physician performed a partial recapture, moved anterior, and the device was unsheathed. The deployed device measured at 21mm in one view and just as they were about to perform the tug test the patient went into bradycardia. Atropine was given and the physician put a pacemaker in. The watchman device was released in the intended location despite inability to confirm position, anchor, size, and seal (pass) criteria were met and the wds and was removed. Chest compressions were initiated and a balloon pump was inserted. After approximately 20-30 minutes, the patient stabilized. Transesophageal echocardiogram and cine were performed which revealed the watchman device to be in the same position as prior to the patient's status change. The patient was transported to the intensive care unit and continues to be monitored. The balloon pump is planned to be removed.

Manufacturer narrative:
H6: updated coding.

Event description:
It was reported that bradycardia and resuscitation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The wds was positioned. The physician formed the flex ball and began to unsheathe the device. It was then realized that the positioning was too posterior. The physician performed a partial recapture, moved anterior, and the device was unsheathed. The deployed device measured at 21mm in one view and just as they were about to perform the tug test the patient went into bradycardia. Atropine was given and the physician put a pacemaker in. The watchman device was released in the intended location despite inability to confirm position, anchor, size, and seal (pass) criteria were met and the wds and was removed. Chest compressions were initiated and a balloon pump was inserted. After approximately 20-30 minutes, the patient stabilized. Transesophageal echocardiogram and cine were performed which revealed the watchman device to be in the same position as prior to the patient's status change. The patient was transported to the intensive care unit and continues to be monitored. The balloon pump is planned to be removed.